Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor on (B)(6) 2012 due to bleeding, the site continued to bleed for 5 hours. The sensor had been inserted earlier on (B)(6) 2012. Patient reported that he hit a blood vessel during the sensor insertion process. Patient's wife drove him to the emergency room on (B)(6) 2012 where physician gave him a single stitch at sensor insertion site. Stitch was removed on (B)(6) 2012. Patient stated that he is on blood thinners. At the time of his call to technical support, patient reported that he had no disfigurement and was in fine condition.